Event description:
Procedure type: lower anterior resection. According to the reporter: the lens of the device broke off and fell into the pt's abdomen. They were able to retrieve one half of the lens, but unable to find the other half of the lens inside or outside of the pt. It is unclear whether it broke off inside or outside of the pt. It is unk whether or not the second half of the lens is in the pt.

Manufacturer narrative:
(B)(4).